Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Reportedly the customer lost consciousness and had a seizure due to the bg level. The customer received third party assistance from their mother who provided glucagon to address bg and contacted emergency medical technicians (emts) who monitored the customer until they were stabilized.